Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the screwdriver was received with the distal tip of the main body twisted and bent such that the sliding bar no longer properly mates with the main body of the screwdriver to engage the screw. A device history record (DHR) review, visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The received condition is consistent with the result of torsional and lateral forces beyond the plastic deformation limit of the main body of the screwdriver. The untwisted condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be fully wedged into the screw head recess prior to use and the user is to always use the standard screwdriver for final tightening of the screw. This screwdriver is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. The titanium cannulated tibial nails technique guide and the titanium cannulated lateral entry femoral recon nail technique guide were reviewed during the investigation and found to address recommended usage. The screwdriver was received with all components intact. The distal tip of the main body is slightly twisted axially in the direction of screw insertion and bent off axis. The sliding bar shows minimal wear and does not show matching deformation with the main body. Therefore, the sliding bar no longer properly mates with the main body of the screwdriver for holding a screw. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated as the components could not be properly assembled due to the deformation. A review of the current design drawing / manufactured revision for the top level assembly, the shaft component, and the sliding bar component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and a device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27 february 2015, part #03.010.473, lot #9171668. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation no service history review can be performed as part number 03.010.473 with lot number(s) 9171668 is a lot/batch controlled item. The manufacture date of this item is 3-mar-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Service and repair evaluation was conducted. The report indicates that: the customer reported the item could not be reassembled and the tip was bent. The repair technician reported the tip was damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an interlock screwdriver was unable to be re-assembled; it appears that the tip is bent. The set was used in a case earlier in the day although it was reported that the screwdriver was not used in the case. There was no surgical delay or patient harm reported. Alert date is (B)(6) 2016 - service eval results reported the tip was broken. This complaint involves 1 device. This report is 1 of 1 for (B)(4).